Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported since the device was not returned the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is as follows: a large load deviating from the normal use conditions could have been instantaneously applied to the video connector socket lock (e.g., a hard object accidentally hits on the panel or cover), causing the damage of the socket lock. As the result of that, there is a high possibility that the degradation of the connector fit caused a poor contact, leading to failure to normally display the endoscopic.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was not confirmed. The unit underwent a full inspection and failed due to a loose scope socket connector with camera heads and scope. A visual inspection was performed and found normal wear& tear, as there was some paint wear on the top cover, but does not affect function. Further inspection found the device was equipped with outdated software. Confirmed the device had an updated power switch.

Event description:
The service center was informed that during preparation for use, the clv-190 did not display an image. There was no report of patient involvement.